Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room; they were lethargic and had a heart rate of 33. Both right atrial (ra) and right ventricular (rv) lead impedance measurements were greater than 2000 ohms and a lead safety switch had occurred. There was no capture at high output in either unipolar or bipolar settings. An x-ray was performed which confirmed a lead fracture. The lead remains in service as the patient is currently on hospice for an issue unrelated to their implantable system. No adverse patient effects were reported.